Event description:
Additional information received indicates that patient experienced ineffective therapy. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated that surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.